Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, oozing was noted from areas that were thought to have been previously sealed by the surgeon. End tones, indicating a complete seal cycle, were provided by the generator in use. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. Examination of the returned sample could not confirm the reported issue. The device was tested on porcine tissue of various sizes, and multiple seals were made using different locations to activate the device. All seal cycles were completed satisfactorily and end tones heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Review of the device history records for this product found no potentially contributing entries. There are environmental factors during use that can affect seal quality, and the instructions-for use included with this product lists tissue sealing recommendations and cautions. Visual inspection of the returned device found eschar in the hinge of the device, indicating that tissue may have been clamped around this hinge during sealing, when sealing is best within the jaw perimeter. The IFU cautions users to place vessels or tissue in the center of the jaws and not in the jaw hinge.